Event description:
It was reported that after finishing the procedure on (B)(6) 2023, the scrub tech was taking apart the instruments and as she was pulling off the version rod, a part of the plastic snapped off this and it broke into two pieces. As she was taking it off, it was also noticed that a small crack was beginning to form in the white portion of the stem inserter. This happened after implantation was completed and surgery was finished, so there was no negative impact to the patient nor was surgery time extended due to this malfunction. It was further reported during the investigation that the actual malfunction of the stem inserter bolt hexalobular drive was stripped. There is no allegation of cracked.

Manufacturer narrative:
Depuy orthopaedics is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy orthopaedics has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy orthopaedics or its employees that the report constitutes an admission that the device, depuy orthopaedics, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. H3, h4, h6 investigation summary: the device associated with this report was returned to depuy synthes for evaluation. Visual analysis of the returned sample revealed that stem inserter bolt has the hexalobular drive stripped. The potential cause can be attributed to unintended use error, with the damage likely resulting from overtightening, off-axis assembly, prying motion while mating device is assembled. Proper handling and adherence to the approved use of the device can diminish the risk of failure. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the stem inserter bolt would have contributed to a device issue. Based on the investigation findings, the potential cause is traced to unintended use error, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.